Event description:
The following has been reported: serial number (B)(6). Confirmed issue send to depot for further analysis received at depot confirmed pump problem ejected cassette using the eject button under tubing pump rehomed at start up lever works no issues re homed and greased resistor motor pump placed in bring up mode and sent to the test line pass all stations of the test line front housing final acceptance provisioned pump to 08 server sent to heratherm loaded into heratherm @ 16:00 05/21/2026 pulled from heratherm @ 04:00 05/22/2026 24 hour dwell - complete lvp burn-in test - pass accuracy test - pass electrical safety test - pass provision pump to mayo server return to service a preliminary review identified the following issue: mechanical hardware failure (vr assembly). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.